Manufacturer narrative:
(B)(6). The device was returned and an evaluation is complete. The device was visually inspected and verified the reported condition. A functional test was performed with no issues noted. The reported condition was verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coring was observed with a vial-mate reconstitution device. The reporter stated that they observed chunks of the rubber stopper inside of the vial. This event occurred during device training. There was no patient involvement. No additional information is available.